Event description:
It was reported that the device had all three icons (service wrench, charge pak and attention) illuminated in the readiness display. Therefore the device would not be able to deliver therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to excessive current leakage from the analog pcb assembly and from a filter on the analog pcb assembly, designator fl9. The customer received a replacement device.